Event description:
A discordant, falsely elevated cardiac troponin I (tni ul) result was obtained on one patient sample on an advia centaur cp instrument. The discordant tni ul result was not reported to the physician(s). The sample was repeated on the same system, which resulted lower. A new sample was drawn from the same patient and was tested on the same system. It is unknown as to which result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated, tni ul result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and instrument data and performed a system decontamination. The cause of the discordant tni ul result is unknown. The instrument was replaced with a new system on (B)(6) 2014. The new instrument is performing within specifications. No further evaluation of the device is required.